Manufacturer narrative:
Follow-up #1 (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box showed no data from the time of the event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the force sensor was found to be out of calibration.

Event description:
The patient contacted animas on (B)(6) 2012 alleging that for the past couple of evenings he has been having low blood glucose (bg) levels 15-20 minutes after bolusing via the pump. The patient reported developing symptom of "tingling" on the evening of (B)(6) 2012 and when he checked his bg it was 43 mg/dl. The patient claimed he treated the low bg with juice, fruit, candy and glucose wafers and suspended the pump. The patient stated his bg when up to 96 mg/dl; however, 20 minutes later, it was down to 72 mg/dl. The patient reported suspending pump again and setting a lower temporary basal. Prior to low bg that evening, the patient stated, he had a couple of slices of pizza and intentionally under corrected due to low bg he had experienced evening prior (details regarding that event not provided). At the end of the call, customer support noted that the patient's bg was 84 mg/dl. At the time of troubleshooting, the patient confirmed all settings on the subject pump including the date and time were correct. The patient confirmed the pump primed without difficulty. Customer support noted that total daily delivery added up correctly. Customer support advised the patient no mechanical issue found with the pump and was advised to follow up with his hcp. Although no defect of the device was found at the time of troubleshooting, this complaint is being reported because, the patient developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.